Event description:
It was reported that the twist clamp of the minicap transfer set leaked; further described as ¿solution leakage through the transfer line stopcock¿. This was observed during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter first name - (B)(6). E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h3, h6 and h11. H11: the actual device was not available; however, a video of the sample was provided for evaluation. A visual inspection of the video noted a fluid beneath the twist clamp. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.